Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and one opening linear on the radius. Leak test and microscopic analysis were performed which identified one smooth crease opening on the radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one smooth crease opening on the radius assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5., d.6b., d.9., g.2., h.3., h.6.